Manufacturer narrative:
(B) (4).

Event description:
It was reported that the physician encountered complications removing the lead from the neurostimulator during a revision procedure. Specifically, the doctor believed that the setscrew was loose, but could only move the lead slightly. After several attempts of "rocking" the neurostimulator the lead was able to be removed without any damage. Unable to follow-up with contact information provided hence no additional information was obtained.